Event description:
It was reported that a patient almost fell off the table but was not harmed.

Manufacturer narrative:
Per the information obtained from investigation and device evaluation, it was found that the device failed the required preventive maintenance check. It was also found that the device was not subjected to preventive maintenance checks (as recommended by the manufacturer) since its installation in 2020. The service work perfomed to replace/fix the components that needed fixing did not directly or significantly contribute to the tilt mechanism of the device it is suspected that the rotation safety lock might not have engaged properly or there might be visual failure to confirm the illumination of the required indicator lights located on the head end of the device assembly thus allowing the observed tilt malfunction to happen.

Event description:
It was reported that a patient almost fell off the table but was not harmed.